Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that the patient had to make up a bag of blood because of a blood leak. The customer stated that the leak was from the top port of the oxygenator. The customer stated that there was a risk of infection because of the leak. The device was replaced to complete the procedure. There was patient impact associated with this event, it was reported that platelets dropped from 14 to 7. Medtronic received additional information that the patient's blood loss was not measured. The customer only measured the amount of hemoglobin decline. The patient received a transfusion because of the leak. There was no damage noted to the device, the packaging or other contents within the package. The customer stated that the platelet drop was related to blood loss.

Manufacturer narrative:
Additional information: medtronic received information that the patient's hemoglobin decreased from 14g to 7.5g. The infection was t reated with antibiotics. There was a 1200ml liquid level in the blood reservoir. The entire contents of the blood reservoir did not leak out completely due to leakage. The specific amount of blood loss due to leak was unavailable. It was asked but it is unknown what the cause of infection was. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the complaint was not confirmed for the fusion oxygenator's leak from the top of the device. The issue cannot be confirmed as no device returned for analysis and no picture was provided. Fiber bundle leaks occasionally occur in oxygenators made with microporous membrane due to the variability in the fiber. Although these leaks do occur, the fusion oxygenator is 100% leak tested during production, and devices that exhibit leaks are discarded prior to distribution. It is possible pressure from adjacent fiber wraps lead to the acceptable results during leak testing, but the fiber relaxed during further processing, resulting in the leak. The device history cannot be reviewed, as no lot number or serial number was provided. Trends for issues with this device are monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.